Event description:
It was reported by service report that the foot right arm weldment assembly broke off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: arm weldment.